Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit is alarming vent inop (inoperable). The customer reported in the events log post digital-analog count or analog-digital count errors. At this time, it is unknown whether there is patient involvement associated with the event.